Event description:
The customer reported that that she noticed moisture in the reservoir compartment. The customer removed the reservoir to see if it was moist and found that the reservoir and the tubing connector were wet. The blood glucose reading was 110mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.